Manufacturer narrative:
As no further information regarding this event is expected our investigation is complete. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a rise in pacing impedances as well as threshold measurements. Due to the patient's age, a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and the rv lead continued to remain implanted and in service. No adverse patient effects were reported.